Event description:
Title: bedrail. The patient was found in bed with their head stuck through the bedrail. It was with extreme difficulty that the patient was dislodged. The patient was freed after the bedrail was cut by the maintenance staff. Vital signs were stable. A red indentation ridge was found on their right neck and jawline. X-rays taken but no fracture found. [The patient was of small to medium build. There had been no previously reported problems with this patient. The manufacturer does not address contraindications for this bed use and does not provide a product insert for some patient types utilizing this bed. The device had been in good working condition. This was a deflatable bed, however, the mattress type does not totally deflate. The changes in air flow only alters the firmness. The facility is addressing the need to purchase the hole insert to prevent this problem in the future. Prior to this incident the facility was unaware of the particular product.]